Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no catalog number or lot number has been provided. Manufacturing records cannot be reviewed without a lot number.

Event description:
A patient, implanted with a liss plate on an unknown date, went to non-union and was returned to the or for revision to a retrograde femoral nail. Plate and screws were reportedly not broken and all implants were discarded after completion of the procedure.